Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, it was observed that the patient received inappropriate defibrillation therapy due to atrial fibrillation. The physician did not allege a malfunction against the device and an ablation procedure was performed to resolve the event. The patient was in stable condition following the procedure.